Event description:
Following a magnetic resonance imaging (MRI) procedure, the device was found to be in backup vvi mode (bvvi). The device was not programmed into MRI mode. The patient was then hospitalized until the device could be reprogrammed. Technical support was then contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.